Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The unit returned for failure analysis, and the reported failure (error 319) confirmed and replicated. The unit tested on an in-house system a failed normal mode as it triggered 319 error. When rolling loop fiber swapped with a new one, error no longer occurred. When original rolling loop fiber cable reinstalled, error 319 came back. The system logged errors 319, 1126 & 31226. When the unit tested on pftp (using new rolling loop fiber), it passed lissajous, carriage switches, direction tests, cva characterization, sine cycle, carriage friction, carriage sensors check, carriage strength, brake hold, brake release and advanced brake. The rolling loop fiber assembly will be replaced as a fix to the reported problem.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, error 319 occurred on arm2. The site power cycled the system several times with no change to the error. The site performed an emergency power off with no change. The site said they were likely to convert instead of disabling arm2 before ending the call with technical support. The procedure was converted to laparoscopic surgery with no reported injury.